Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced a hypoglycemic event on (B)(6) 2026. The patient reported that they were feeling dizzy and eventually lost consciousness. Blood glucose level declined to 29 mg/dl. The patient was treated with sugar. It was reported that an unexpected 10 units of insulin had been delivered to the patient. The patient did not seek medical treatment, to resolve this event however it was reported that the patient visited their family doctor after this event and received prescription for emergency glucagon, for future events, if any are to occur.